Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address chronic pain and loosening of the patella at bone to cement interface. Cement manufacturer is unknown. It was also reported that all three components showed "hot" on bone scan. Sed rate and crp were both negative. The mb patella was found to be grossly loose. The femur appeared well-fixed but had an area of non-fixation at the anterior lateral chamber. Surgeon elected to revise all components. A large 1.5cm cyst was discovered in the distal lateral femoral condyle and another large cyst was discovered in the lateral proximal tibia. Osteolysis could be the cause. Doi: 20 years ago; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.